Event description:
It has been reported to philips that the table was not locking and was intermittently floating. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittent issues with table locks. Upon functional test fse monitored system for 2 weeks for intermittent issue with table locks. After that there were no issue so system was returned to use in good working order. The codes were updated based on the investigation outcome.